Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and additional information. Please see updates: d9, g1, g4, h2 and h6.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow covid-19 home test. Per the consumer he touched the swab with his "dirty" hands although he acknowledged he did wash them at the start of testing session. There were no other testing kits available to retest, the consumer was to receive additional testing elsewhere. Per the customer, no additional information will be provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.